Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. However, the device evaluation found communication error b32, distal fiber breakage, minor scratches on distal edge objective frame, chipped cover glass, minor stains under light guide cover glass, and cracks on video connector. Based on the results of the investigation, a probable root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid videoscope had intermittent lines on the screen. The issue was found during preparation for use for an unspecified therapeutic procedure. There were no reports of patient harm.